Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a worn keypad overlay and bubbled downstream sensor seal. The tamper seal was broken. A functional test was performed as the reported issue was not duplicated. Three different delivery accuracy tests were performed, all of which were within the manufacturing specification. No problems were found with the fluid delivery of the pump. A service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited under infusion. No adverse patient effects were reported by the customer.